Event description:
Per nurse: mother and child were in bed together. The mother woke up and noted the child was cold to the touch. Emergency services were called and suctioned secretions from mouth and/or throat.